Manufacturer narrative:
(B)(4) ; the vector and rate cut off were reprogrammed. The patient will continue to be monitored for additional shocks following the reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A small signal was noted which lead to oversensing and the subsequent shock. Several untreated episodes from the same day were also recorded. Attempts to recreate a morphology change with postural changes was unsuccessful. No adverse patient effects were reported.